Event description:
It was reported that the pt could not feel stimulation on any programs except for program b (program b did not cover pain). Three of four total programs were malfunctioning. The pt could not attribute the lack of effect to any known event. The pt was seen at clinic, and they felt the leads needed to be replaced. Add'l info has been requested, but was not available as of the date of this report.